Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in-clinic for a device check with episodes of non-sustained ventricular oversensing. The patient¿s implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular channel. The clinic expects to monitor the issue for now with the patient following-up regularly.